Event description:
The circulator went to open a robotic stapler (sureform 60 ¿ ref# 480460, lot #l8230915) packaging had been broken prior to open equipment; therefore, the stapler inside was no longer sterile.